Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's proportional valve and 3 way solenoid were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The device was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's proportional valve and 3-way solenoid were replaced to address the issue. The proportional valve and 3-way solenoid were evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve and 3-way solenoid functioned as designed and operated without issue or error codes.